Manufacturer narrative:
Cartridge alarm 16 and cartridge alarm 9- no failure identified.

Manufacturer narrative:
Tandem's user guide states the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. The reuse of cartridges may result in over-infusion or underinfusion and may cause serious injury or death. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Then, the customer was reloaded a cartridge. Reportedly, the customer refilled the cartridge with 300 units of insulin and received a cartridge alarm 5 and cartridge alarm 16. The customer's blood glucose level was 386 mg/dl, which was addressed with manual injections. In addition, the customer used manual injections for diabetes management.